Manufacturer narrative:
Investigation results: it was reported that a patient expired while being monitored on a dash 3000 and the monitor did not alarm. The incident occurred on (B)(6) 2018 between 13:00 - 15:00. Per the customer, only pulse oximetry and non-invasive blood pressure parameters were in use; no ECG monitoring. The dash 3000 was used as a stand-alone monitor with no central station monitoring. The dash 3000 monitor was not made available for further evaluation or testing activities by representatives of ge healthcare thus the investigation was limited to review of the dash 3000 monitor logs and service records. The monitor log files indicated the monitor was used in the morning to early afternoon hours for brief periods of time and was powered on and off frequently. On (B)(6) 2018, the log files indicate the monitor was powered off at 12:37 and powered on for only 2 minutes between 13:25 and 13:27. The dash remained off until 8:50 am the next day, (B)(6) 2018. Based on the log review and available information, the dash monitor was likely powered off when the patient incident occurred. The last preventive maintenance on the dash was performed december 1, 2017 in which it passed all functional and safety checks. Based on the available information, there is no indication of device malfunction.

Manufacturer narrative:
Patient information is not provided due to country privacy laws. UDI not required. The initial reporter is located outside the united states; therefore this information is not provided due to country privacy laws. This information is not currently available. Ge healthcare's investigation is on-going at this time. A follow-up report will be submitted when the investigation is complete. Device evaluation anticipated, but not yet begun.

Event description:
It was reported there were no alarms provided by the monitoring device and the patient died.